Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. The available black box data showed evidence of multiple pump reboot events. The battery compartment was found to be cracked starting at the threads to the left side of the grip pad down to the case seal. The battery cap was found to be undamaged and able to fit for testing. The pump successfully completed the 24 hour duration test without any power or reset issues. The original complaint of an intermittent power issue was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.